Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The following reports are in relation to the patient's scs system implanted on (B)(6) 2012. Device 1 of 6: reference MFR. Report#: 1627487-2015-05585, reference MFR. Report#: 1627487-2015-05586, reference MFR. Report#: 1627487-2015-05587, reference MFR. Report#: 1627487-2015-05588, reference MFR. Report#: 1627487-2015-05589. It was reported the patient experienced overstimulation attributed to her scs system. As a result, the patient's scs system was explanted. The explant took place in (B)(6) 2014.